Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they had the unit installed on 12-13-17 and it was not working immediately. The gave their doctor their schedule on (B)(6) 2018 and had a follow-up on (B)(6) 2018. When asked to clarify the device not working, whether it was a device or therapy concern they responded 'device concern perhaps.' When asked to clarify the instruction was not working to turn stimulation off, they reported they knew that following the book they could not determine it was turned off, but they were assisted with this over the phone on 12-17-18. They reported that the circumstances that led to the device not working and not being able to turn it off was running a test after meeting with manufacturer representative 5-17-17 to 5-30-17. After the test, the patient was told that nothing could be done, it was just a failure. The patient attached a urination schedule and reported they started at 1.7 and had gradually moved to 2.4, there had been no change in their urgency to void. When sitting or lying down , they could go a long time without voiding, but when they stood up the urgency hit them. From the beginning, the sudden urgency, not from sitting or lying down, was when they were taking toviaz for 18 months. The medication was started to become non-effective and that's when they heard their healthcare provider talk about the system at the hospital. From the beginning and throughout the process, the patient's constant message was that sudden urge was still a problem. They reported nothing had helped that, further reporting that the sudden urge to urinate was not any better and perhaps worse than before the surgery. They reported they were living in fear of a possible time when they could not get to a restroom.

Event description:
Additional information was received from the patient. The patient stated that the device never worked. They also stated that they e xperience discomfort from the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the interstim was not working. The patient stated their healthcare professional (hcp) and support from the company told them there was no answer to the fact the interstim system did not work. The interstim was implanted on (B)(6) 2017. The patient stated their option were 1 turn it off, 2 leave it in, or 3 have it removed. The patient noted they had tried to turn it off with no success. The patient noted the instruction in the book do not work. The patient reported their device did not work and they couldn¿t turn it off. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-dec-17 regarding a patient who was implanted with an implantable neurost imulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported previously reported information as well as reported that the device didn¿t work. The patient stated a manufacturer¿s representative came and met with the patient and urologist and they had no reason why the system didn¿t work, and it had never worked. The patient stated that a couple of people from the manufacturer came in and set up a series of ¿tests,¿ the patient tried the different programs, and kept a record. The patient stated there was no difference in record between when the device was off and when it was on one of the programs. The patient stated the last test they had them try was program 4 at 1.4 and they had also done their own tests. The patient noted they were told they were a perfect candidate before the device was implanted. It was also reported that the patient emailed a nurse on (B)(4)2018 regarding a ¿sudden urge to urinate¿ and they met with a manufacturer¿s representative shortly after that. The patient had reported they turned stimulation down to 0 but weren¿t sure if they turned stimulation off. Syncing with the ins showed the ¿stim off¿ icon, and it was reviewed that the stimulation was off. Additional information was received from a manufacturer's representative (rep) on 2019-jan-02 indicating that the rep met with the patient to do a standard impedance interrogation and discovered that everything was properly functioning and connected. The patient was demonstrating 50% improvement in urgency and the physician asked the rep to help optimize the programming options. The patient went through a series of programming changes and had continued clinical success of 50% improvement in only urgency. The physician had a conversation with the patient that clinical success with the therapy is greater than 50% improvement in one category and not complete resolution. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who mentioned their system never worked since it was placed. They added that they got a new urologist who ran some additional tests, did surgery (not related to device/therapy), and now the healthcare provider (hcp) wants the patient to turn the device back on and see if it works. During the call, the call center walked the patient through on turning the implant back on. Stimulation was then increased to 1.6v on program 4 where they felt it comfortably. No further patient complications have been reported as a result of this event.